Event description:
Patient reports never having any issues with bleeding gums, inflammation, or gingivitis and went to a new dentist for an evaluation. The dentist stated, although the initial state of the teeth prior to the byte treatment is unknown, the current dental state shows bleeding gums, inflammation, gingivitis, and signs of pre-periodontal disease that may potentially be a associated to the byte treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.